Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a shoulder revision with explant of the humeral and glenoid components due to polyethylene wear. During the procedure, the wear appeared to be centrally located around the post, and other devices were implanted. Attempts have been made and no further information has been provided.

Event description:
It was reported that a patient had an initial right anatomical total shoulder arthroplasty performed approximately 3 years ago. Subsequently, the patient was revised approximately 3 months ago due to pain, grinding, decreased function and range of motion, and possible subscapularis tendinosis. During the revision, the surgeon identified extensive metallosis and scarring with obliteration of the normal tissue planes. A moderate effusion containing floating metallic debris was debrided. No obvious source of the metallosis was found, only slight scratching of the humeral head. No wear of the poly was found although it was fully detached from the post which did appear to be slightly prominent relative to the poly. Due to extensive bone loss in the region of the poly pegs and glenoid fragmenting, the surgeon decided to proceed with a hemiarthropolasty as there was not enough bone stock in the glenoid for a reverse. All components were exchanged with a press-fit hemiarthroplasty without complications.attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated/corrected:updated: a1; a2; a3a; b5; h2; h6; h10.reported event update with medical records received. Investigation is still in progress. Once the investigation has been completed, a follow-up MDR will be submitted.